Event description:
It was reported that there was a foreign particle in the large volume infusor. The particulate matter was identified after the device was compounded with fluorouracil, during the storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot 14n021 was manufactured from december 05, 2014 to december 08, 2014. Visual inspection was performed and particulate was observed in the device. No cause was able to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.